Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Samples received: two samples were received in used conditions, without their original packaging, with their obturator and with their certificate of safe handling. Functional test: samples were filled with 5cc of air according to "leak test" to see if there was any functional problem. Results: when the units were inflated with air, the pilot balloon inflated but all the air was stuck it. According to the IFU. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times cuff inflated completely. The complaint is not confirmed. No root cause could be determinate since the samples successfully passed functional test. No corrective actions were taken since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff was unable to inflate during pre-use check: no patient injury was reported.